Manufacturer narrative:
Per good faith effort (gfe) follow-up, the customer reported that after replacing the solenoids, the issue was resolved. The device subsequently passed post-repair inspection, including a simulated treatment to confirm proper operation, and was returned to service. The customer was unable to provide lot numbers and indicated that serial numbers were not present on the replaced solenoid components. The replaced parts will not be returned. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened. Based on the information provided and service performed, the unit initially did not meet product specifications; however, the issue was resolved following replacement of the machine auto-zero solenoids, which is considered the most probable cause of the reported issue. A review of the risk management file determined that this complaint represents a reportable malfunction, and regulatory reporting has been completed in accordance with applicable requirements. The data from this complaint will be used to support product quality and safety improvements in alignment with post-market surveillance and risk management processes. Root cause: failure of the machine auto-zero solenoids (sol 2 and sol 4).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting 1109 check vent: machine pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the device is displaying error code 1109. The proximal pressure sensor, which measures machine pressure (solenoid 3 de-energized; solenoid 4 energized), is not functioning, resulting in compromised pressure-related alarms. The issue was discussed with the customer, and it was confirmed that no recent work had been performed on the da board. The manufacturer¿s recommended corrective actions were communicated to the customer: verify pin alignment between the solenoids and the da pcba. Replace the machine auto-zero solenoids (sol 2 and sol 4). Replace the da pcba. The customer requested the part numbers and pricing for the replacement solenoids. Part numbers were provided, and the customer indicated they will call back if further assistance is needed. Resolution and disposition are pending - investigation ongoing.